Event description:
A report was received that the pt was experiencing pocket site soreness. The physician advised the pt to put ice on the area and gave the pt lidocane cream to apply over the ipg site. The physician also gave the pt an abdominal binder to wear in order to hold the ipg in place so as to allow it to heal more securely within the pocket.

Manufacturer narrative:
The patient's pocket soreness subsided without any further medical treatment. The pt is reportedly doing well. This is the final report.